Event description:
It was reported that the customer had high blood glucose levels of 8 mmol/l. The customer reported that the screen of the insulin pump remained blank after a new battery was installed. The customer reported that the screen of the insulin pump eventually came back but it took about five or six battery changes before the insulin pump got to work. The customer also reported recurring failed battery test alerts from the insulin pump. The customer also reported that even though a new battery cap has been shipped, the issue remained unresolved. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.